Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown.

Event description:
As reported: "when performing an inferior locking of a tibial nail, it proved impossible to pass the dedicated drill bit through the nail's distal holes. The surgeon had to force the device."